Event description:
Ntaneous case was reported by a physician and describes the occurrence of medical device removal ("essure was removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: this case belongs to one patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 13-jul-2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 869 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy"), headache ("headaches") and uterine polypectomy ("hysteroscopic polypectomy") in a 39-year-old female patient who had essure (batch no. 952106, a33563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia, gravida I, c-section, anxiety, gastritis and steatosis hepatic. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced headache (seriousness criterion hospitalization) and premenstrual syndrome ("moderate premenstrual syndrome"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), uterine polypectomy (seriousness criterion medically significant), dyspareunia ("dyspareunia"), uterine cervical laceration ("cervical tear"), uterine cervical pain ("slight pain when pressing in cervix") and bladder pain ("slight pain when pressing urinary bladder"). The patient was treated with surgery (compete device removal by bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, headache, uterine polypectomy, premenstrual syndrome, dyspareunia, uterine cervical laceration, uterine cervical pain and bladder pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, bladder pain, dyspareunia, premenstrual syndrome, uterine cervical pain and uterine polypectomy with essure. The reporter considered headache, pelvic pain and uterine cervical laceration to be unrelated to essure. The reporter commented: this case belongs to one patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Allergy test - on an unknown date: positive. Ultrasound scan - on an unknown date: normal with the devices (intramyometrial) (normal). Lot numbers and exp/mfg dates: lot number: a33563, manufacturing date: 2012/07, expiration date: 2015/07. Lot number: 952106, manufacturing date: 2012/02, expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: regulatory authority was added as reporter; patient¿s medical history, weight, height and date of birth were added; removal method: laparoscopic salpingectomy; removal was performed at patient's request; primary reason for removal: nickel allergy, headache and pelvic pain; reporter did not consider that essure caused or contributed to occurrence of the events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain"), headache ("headaches"), allergy to metals ("nickel allergy") and polypectomy ("hysteroscopic polypectomy") in a female patient who had essure (batch no. 952106) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced headache (seriousness criterion hospitalization) and premenstrual syndrome ("moderate premenstrual syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criterion hospitalization), polypectomy (seriousness criterion medically significant), dyspareunia ("dyspareunia"), uterine cervical laceration ("cervical tear"), uterine cervical pain ("slight pain when pressing in cervix") and bladder pain ("slight pain when pressing urinary bladder"). The patient was treated with surgery (compete device removal by bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, allergy to metals, polypectomy, premenstrual syndrome, dyspareunia, uterine cervical laceration, uterine cervical pain and bladder pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, bladder pain, dyspareunia, polypectomy, premenstrual syndrome, uterine cervical laceration and uterine cervical pain with essure. The reporter considered headache and pelvic pain to be unrelated to essure. The reporter commented: this case belongs to one patient. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive. Ultrasound scan - on an unknown date: normal with the devices (intramyometrial) (normal) . Echography control for correct placement performed after three months of insertion. Most recent follow-up information incorporated above includes: on 18-jul-2018: lab data, essure indication of use, insertion date, removal date, events headaches, pelvic pain, moderate pré-menstrual syndrome, dyspareunia, hysteroscopic polypectomy, cervical tear, nickel allergy, slight pain when pressing in cervix and slight pain when pressing urinary bladder were added. A salpingectomy was performed on 13-jul-2018 to remove devices. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy"), headache ("headaches") and uterine polypectomy ("hysteroscopic polypectomy") in a 41-year-old female patient who had essure (batch no. 952106, a33563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced headache (seriousness criterion hospitalization) and premenstrual syndrome ("moderate premenstrual syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criterion hospitalization), uterine polypectomy (seriousness criterion medically significant), dyspareunia ("dyspareunia"), uterine cervical laceration ("cervical tear"), uterine cervical pain ("slight pain when pressing in cervix") and bladder pain ("slight pain when pressing urinary bladder"). The patient was treated with surgery (compete device removal by bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, headache, uterine polypectomy, premenstrual syndrome, dyspareunia, uterine cervical laceration, uterine cervical pain and bladder pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, bladder pain, dyspareunia, premenstrual syndrome, uterine cervical laceration, uterine cervical pain and uterine polypectomy with essure. The reporter considered headache and pelvic pain to be unrelated to essure. The reporter commented: this case belongs to one patient. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive. Ultrasound scan - on an unknown date: normal with the devices (intramyometrial) (normal) . Most recent follow-up information incorporated above includes: on 23-jul-2018: age added and lot number updated (a33563). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy"), headache ("headaches") and uterine polypectomy ("hysteroscopic polypectomy") in a 41-year-old female patient who had essure (batch no. 952106, a33563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced headache (seriousness criterion hospitalization) and premenstrual syndrome ("moderate premenstrual syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), allergy to metals (seriousness criterion hospitalization), uterine polypectomy (seriousness criterion medically significant), dyspareunia ("dyspareunia"), uterine cervical laceration ("cervical tear"), uterine cervical pain ("slight pain when pressing in cervix") and bladder pain ("slight pain when pressing urinary bladder"). The patient was treated with surgery (compete device removal by bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, headache, uterine polypectomy, premenstrual syndrome, dyspareunia, uterine cervical laceration, uterine cervical pain and bladder pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, bladder pain, dyspareunia, premenstrual syndrome, uterine cervical laceration, uterine cervical pain and uterine polypectomy with essure. The reporter considered headache and pelvic pain to be unrelated to essure. The reporter commented: this case belongs to one patient. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive. Ultrasound scan - on an unknown date: normal with the devices (intramyometrial) (normal). Lot numbers and exp/mfg dates: lot number: a33563, manufacturing date: 2012/07, expiration date: 2015/07. Lot number: 952106, manufacturing date: 2012/02, expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.